Event description:
Report received from united states indicating the device was "heating up." It is known that the device was not used in surgery and that no injury was reported. It is not known if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).